Manufacturer narrative:
Per the clinic, the patient underwent an additional revision surgery on (B)(6) 2018, in order to excise skin at the implant site. Following surgery, the wound has reported to have healed well.

Manufacturer narrative:
This report is submitted on december 21, 2017, (B)(4).

Event description:
Per the clinic, the patient experienced granulation tissue at abutment site and subsequently was treated with topical antibiotics, however the issue could not be resolved. Subsequently, the patient underwent revision surgery (date not reported) to remove granulation tissue.